Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), infection ('infection nos') and endometrial ablation ('endometrial ablation') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient underwent endometrial ablation (seriousness criterion medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced infection (seriousness criterion hospitalization). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, infection and endometrial ablation outcome was unknown. The reporter considered endometrial ablation, infection and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jul-2020: quality safety evaluation of ptc. On 28-jan-2020: pif received. Essure explant date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), infection ('infection nos') and endometrial ablation ('endometrial ablation') in a 42-year-old female patient who had essure (batch no. He012xw) inserted for female sterilisation. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient underwent endometrial ablation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and infection (seriousness criterion hospitalization). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, infection and endometrial ablation outcome was unknown. The reporter considered endometrial ablation, infection and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), infection ('infection nos') and endometrial ablation ('endometrial ablation') in a 42-year-old female patient who had essure (batch no. He012xw) inserted for female sterilisation. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient underwent endometrial ablation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and infection (seriousness criterion hospitalization). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, infection and endometrial ablation outcome was unknown. The reporter considered endometrial ablation, infection and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 27-jul-2020: medical records received, new reporter, lot number and expiration date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), infection ('infection nos') and endometrial ablation ('endometrial ablation') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criterion medically significant) and experienced infection (seriousness criterion hospitalization). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, infection and endometrial ablation outcome was unknown. The reporter considered endometrial ablation, infection and medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.